Manufacturer narrative:
Additional information: a full evaluation could not be conducted because the pump was not returned to the manufacturer for evaluation. The cause of the patient's expiration was not provided. There were no prior events reported for the patient throughout their time on pump support. A correlation between the device and the reported patient outcome could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 6 years, 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired. The event date is approximate because the exact date was not provided. The date of death is not known as it was not provided. No further information was provided.